Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. Unable to test on tester due to failed charge and reboot test. The receiver case was opened for an internal visual inspection and it passed. The battery was replaced for a known good battery and it passed a reboot test. A defective battery component was found which prevented the receiver from powering on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.